Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the numbers on the insulin pump were running. Prior to the alarm, the customer had removed the battery, reinserted the battery and the screen of the insulin pump became blank. The customer's blood glucose was 114 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarms noted. The up arrow button on the insulin pump did not respond due to corroded keypad trace. The device had no blank display during testing. It also had minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.